Manufacturer narrative:
(B)(4). Date sent to FDA: 08/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: an opened box with thirty-four packets of product code vr2253 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. Related events captured via 2210968-2021-05246 and 2210968-2021-05245.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/02/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
Product complaint (B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the suture broke during use on the patient? Or during handling/dispensing before use on the patient? Were there any patient consequences? Procedure name? Event date? Additional information was requested, and the following was obtained: the two (2) broken wires from the same box were not kept. After observing the fragility of the two (2) wires from the same box, the rest of this same box was returned to me with a declaration of quality defect. Device return status/follow up- emailed to the export department. I can therefore only return the remainder of the open box (i.e. 34 units). Events were submitted via 2210968-2021-05246.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date in 2021 and the suture was used. It was reported that the thread from the same box was broken. There were no patient consequences reported.